Event description:
It was reported that pump experienced repeated malfunctions code 12 on multiple dates. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump each time to resolve issues and was able to continue to use pump.